Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n: (B)(6) was performed from its manufacture date of 12jun2024 to 16apr2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer was not detected was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: half-height drawer 2.1 and 2.2 not detected on bus; latch for drawer 2.1 was stuck found solenoid shorted out transistor on half-height drawer controller board 2.1 blew out; there was burnt mark replaced parts (drawer controller board/module controller board/solenoid/solenoid plunger); drawer diagnostics check tested ok.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 2.1 is not detected on the bus. There were no adverse events or injuries reported based on this incident.